Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead dislodged. During the process of opening the pocket to revise the lead, it was noticed that there was a small dent in the device. The atrial lead was successfully repositioned and remains in use, and the device remains in use. No patient complications have been reported as a result of this event.